Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the solera driver was stripped, the driver was binding and would not spin when placing a screw. The navigated frame would not spin. When the driver was used with a different tracker, the issue persisted. There was no delay to procedure. No impact on patient outcome.